Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable crep2 creatinine plus ver.2 and ureal urea/bun results for 1 patient sample on a cobas 8000 c702 module. The initial creatinine result was 7.25 mg/dl and the initial urea result was 130.2 mg/dl. The sample was re-centrifuged and repeated on the same analyzer. The repeat creatinine results were 4.60 mg/dl with flag and 4.62 mg/dl with flag and the repeat urea result was 89.5 mg/dl with flag. The next day, the patient had a new sample collected and the creatinine result was 0.84 mg/dl and the urea result was 39.60 mg/dl with flag. The results from the new sample were deemed correct.

Manufacturer narrative:
The creatinine reagent lot number is 75442501 and has an expiration date of 31-jul-2024. The urea reagent lot number is 74134601 and has an expiration date of 30-apr-2024. The qc recovery data provided was acceptable. The field service engineer (fse) replaced and recalibrated the sample and reagent probes. The investigation is ongoing.